Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to excessive use. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a telescope "oes elite", 4 mm, 30°, hd, autoclavable had a crack. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a cracked lens in the optical system. In addition, the outer tube was bent, there were dents on the distal edge, minor debris in the eyepiece unit, and a broken lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.